Manufacturer narrative:
Pending investigation. D10. Concomitants: 3816353, 02-010-01-0240 - logic femoral ps cem left sz 4. 3642670, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 3832567, 200-02-32 - three peg patella 32mm.

Event description:
As reported via legal documentation, this patient had left knee replacement surgery on (B)(6) 2015. They subsequently underwent left knee revision on (B)(6) 2022, approximately 7 years 6 months after their primary procedure. On (B)(6) 2022 op report intraoperative findings: very difficult exposure due to extensive scar tissue lateral gutter. Surgeon had to cut and remove part of the patellar button to gain access to the lateral gutter to resect scar tissue. Femoral implant and tibial implant were grossly loose with severe bone loss from osteolysis. There was extensive osteolysis. Severe bone loss in the medial proximal tibia. The lateral femoral condyle had severe bone loss with the entire condyle bone damaged. There was a thin shell of bone lateral. Polyethylene had severe amount of poly wear present. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.